Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that ¿no shock delivered¿ was noted on the device ECG strips and event log, but the user observed changes in ECG wave forms on the monitor and a patient movement after the shock was delivered. The device as in use on a patient at the time of the event, however there was no adverse event to the patient or user.

Event description:
A customer reported that ¿no shock delivered¿ was noted on the device ECG strips and event log, but the user observed changes in ECG wave forms on the monitor and a patient movement after the shock was delivered. The device as in use on a patient at the time of the event, however there was no adverse event to the patient or user. The device was being used in a cardioversion attempt. The customer reported that two additional devices were used in the same event.